Event description:
The following was reported to hamilton medical ag: after one year and 8 months of use the soh is 0.0% out of nothing. No patient involved.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: the following was reported to hamilton medical ag: quotation from the reporter: "after one year and 8 months of use the soh is 0.0% out of nothing." The reported event occurred exclusively in service software mode during maintenance activities. Importantly, there was no patient involvement at any point, and no malfunction or abnormal behavior had been observed during clinical use prior to this finding. Hamilton ventilators are designed with a mandatory pre-operational check that must be performed before every clinical use. This standardized routine includes: - verification of external power supply functionality. - battery status check. - alarm system and audible/visual alert verification. Through this process, any battery-related anomaly (including a sudden drop in soh) would normally be identified prior to patient connection. As a result, the likelihood of a patient being exposed to an undetected battery malfunction is effectively mitigated. In this specific case, the issue was detected in a non-clinical environment and clearly indicated on the user interface and alarm system, which functioned as intended. Given these facts, there was no actual or potential risk to a patient and no failure of the device¿s risk-control measures. The ventilator continued to provide the necessary warnings and indications as per its design specifications. The reported issue did not result in, nor could it have reasonably resulted in a serious deterioration in the state of health of a patient. This case is considered as closed.